Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).

Event description:
It was reported that the anchor of the silent nite slide-link broke off completely. The patient received the appliance on (B)(6) 2023 (no specific day provided). On (B)(6) 2025 (no specific day provided), the patient reported that the anchor broke off and that felt sore jaw and discontinued using appliance. No pre-existing medical conditions reported. No reports if the device was cleaned prior to delivering to patient and it is reported that the patient cleaned appliance with toothbrush.

Manufacturer narrative:
The device was returned for analysis however, the evaluation of the device is pending. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).